Event description:
Health professional reported lap-band ap system removal "to alleviate the vomiting." Health professional reported an add'l reason for removal due to "device intolerance."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomiting and intolerance are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.